Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2016 with the following findings:there was no pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2014, the patient¿s nurse practitioner (np) contacted animas indicating that the patient was found unconscious with a blood glucose of 34 mg/dl. Customer support reviewed the pump with the np and a family member of the patient. The pump history showed that the patient¿s insulin on board feature was not turned on; a review of the pump bolus history revealed that the patient had bolused 3 times overnight in the amounts of 6.8 units at 8:55 pm, 15.70 units at 9:40 pm and 1.9 units at 12:04 am for a total of 24.4 units in a 4 hour period. Further review of the pump indicated that the cartridge was not being changed as often as indicated by the instructions for use, the pump showed large prime volumes, and there were no fill cannula steps recorded; the family member indicated that the patient may have needed some assistance with the pump as the patient may not have been able to see the insulin. This report is made based on the indication that the patient may have been stacking insulin due to the pump insulin on board feature incorrectly being turned off.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.